Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was missing the end cap sticker and was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The user's blood glucose was 18 mmol/l. The user stated that the issue was observed when she tried to delete the bolus reminder. She stated that a battery replacement did not resolve the issue and that the buttons had not been pressed for longer than 3 minutes. She also stated that the device had neither been dropped nor bumped. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.